Event description:
It was reported that during a device changeout it was discovered that the lead showed evidence of "twiddler" like twisting and the lead had insulation breakdown. The lead was partially capped and partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.